Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): preliminary analysis revealed a no output and no telemetry condition, and later showed a high current drain. Upon further analysis the high current drain was confirmed and was shown to be caused by a faulty ceramic capacitor. The capacitor was noted to have an infrared hot spot on one end.

Event description:
It was reported that the device was "out of work", with no pacing spikes visible, and the device could not be interrogated. The device was explanted and replaced. No patient complications have been reported as a result of this event.